Event description:
The customer reported that there was a patient incident and the patient passed away. The customer needs assistance pulling reports regarding what alarms went off, when they were acknowledged, and when/if alams were silenced or paused.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Manufacturer narrative:
The customer reported that there was an incident where the patient passed away. The hospital's biomedical engineer did not claim the monitor malfunctioned. The customer wanted to review the events around the time of the incident and required assistance in how to obtain the logs since the data was no longer present at the ivpm or piic as the patient information was discharged without saving. The event was on (B)(6) 2015 up to 0403 am in room (B)(6). Philips obtained the logs which were reviewed by a technical support engineer. The analysis of the alarm logs at the time of the event confirm that the device did function as expected and did provide multiple alarms which were not silenced or suspended by the staff (alarm logs listed below). The device did not malfunction. Logs were reviewed and show that the device did provide multiple alarms during the time frame in question. (B)(4).

Event description:
The customer reported that there was a patient incident where the patient passed away, and the customer needs assistance in retrieving alarm logs / report, when they were acknowledged, and when/if alarms were silenced or paused. There was a patient death and there was no allegation or indication that the device was related to the death.